Event description:
A hospital in foreign country reported via a distributor that a quantity of 5 rt206 adult inspiratory heated breathing circuits from the same lot were electrical open circuits. No pt consequence was reported.

Manufacturer narrative:
One of the five affected breathing circuits were returned for investigation. The electrical resistance of the heater wire in the inspiratory tube of the returned rt206 breathing circuit was tested using a multimeter. Results: the inspiratory heater wire was an open loop due to a break in the connection between the heater wire and one of the pins that crimps to the heater wire. A lot check revealed 2 other complaints of this nature involving 7 devices for this lot number. Conclusion: electrical open circuits in heater wires are often associated with improper crimping of the heater wire during production. All breathing circuits are electrically tested during production and those that fail are rejected. This suggests the heater wire became an open circuit post production, possibly as a result of a weak crimp connection. Our monitoring and trending of events involving heater wire open circuits in adult breathing circuits has a rate of occurrence worldwide in the last year.